Event description:
Abbott ID now covid -19 assay use for covid-19 under emergency use authorization (eua): false positive result abbott ID now covid test. Patient was admitted to hospital for other condition. Was negative on (B)(6) 2021. Was re-tested on (B)(6) 2021 to clear her for readmission back to ecf. Abbott ID now positive for covid. Pt was retested the next day with the genexpert xpress sars cov test which was negative. The abbott ID now was repeated and was negative. The patient was asymptomatic. This was a false positive.